Event description:
On january 5, olympus medical systems corp. (Omsc) received the literature "clinical outcomes of endoscopic submucosal dissection for early gastric cancer in patients with comorbidities¿. The purpose of the literature was to analyze the clinical outcomes of endoscopic submucosal dissection (esd) for early gastric cancer (egc) in patients with comorbidities. The esd was performed using a needle knife (kd-1l) and an endoscope (h260 series). An insulation-tipped knife and a coagulation current were also used but were manufactured by non-olympus. In the literature, it was reported 56 patients required additional surgery, 47 cases of post-esd bleeding, 10 cases of perforation, 80 cases of fever, and 2 cases of aspiration pneumonia. According to harm list ver.20 ID: (B)(6), 47 cases of post-esd bleeding, 80 cases of fever, and 2 cases of aspiration pneumonia were decided as not serious injury. No more information was written about 56 patients required additional surgery and 10 cases of perforation. Based on the available information, no malfunction was reported and a direct relationship between the olympus product and these complications could not be determined. However, 56 patients required additional surgery and 10 cases of perforation might be serious injury, and the olympus knife might be associated with 56 patients required additional surgery and 10 cases of perforation. This is the report regarding 56 patients required additional surgery and 10 cases of perforation.

Manufacturer narrative:
The subject device was not returned to olympus. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.